Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device piston rod does not completely return or deliver the correct amount of insulin. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. E6 mechanical errors were found in the history. Due to the high friction of the drive unit, the telescope blocked and the pump correctly triggered the e6 error messages. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.